Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. The device history review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73a1900045, samples were functionally inspected (fired) and issue reported "clips not loading properly" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, a clip was not properly loaded into the jaws as it came out slanted. An attempt to re-load outside the patient's body also failed, so that the competitor's product was used. No clips fell in the patient, and there was no health injury.